Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. DHR: a review of the device history record was completed for batch # 7044713. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for any related defects during the production of these batches. There were three (3) notifications noted for unrelated defects. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a bd relion® insulin syringe 1 ml, 31 g x 8 mm detached from the syringe and remained in the patient. The needle was removed with fingers. There was no reported medical intervention.